Manufacturer narrative:
Date sent to the FDA: 08/21/2020. Corrected information: d4 (expiration date) . Expiration date is unknown.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? The name and/or indication of the initial procedure (B)(6) 2020? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Was the tissue dehisced? If yes, please specify. What was the appearance of the suture during the removal procedure? Was the re-suturing performed? How was the post-op inflammation treated? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these event (post-op inflammation and wound secretion)? Were all symptoms resolved after the suture removal? Product lot number?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that the patient experienced erythema, post-op inflammation and wound secretion on the incision on (B)(6) 2020. The suture was removed and the patient's condition changed better on (B)(6) 2020. Additional information has been requested.